Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline and biological residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: device not returned in the original packaging. The active tip is in a used condition with visible tissue debris in suction port. No visible damage to the device body, however the hose tail suction plug did show minor damage. Procedural debris visible in suction tube of device. The shaft of the device is in good condition and not deformed in any way. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted using vapr vue generator gml4808/3; the flow test failed. Initial inspection of the active tip of the device, showed signs of debris within the suction hole. Attempts were made to clear the distal tip of the device of tissues. Positive and negative pressure was applied to the suction tube whilst activating the device, but this did not clear the suction blockage. Additional investigation conducted to ascertain the location of the blockage. The handle of the device was dismantled and a thin gauge wire inserted up the proximal distal tube. A blockage was located approximately 15mm from the proximal end of the suction tube which could not be cleared. Initial inspection of the device showed signs of debris within the clear suction tube, therefore it can be assumed that the suction was working at the beginning of the procedure, and that the remaining blockage is tissue related. Further investigation may be required to confirm this. Manufacturer summary: from our investigation we were able to confirm the customer report that the electrode suction was clogged with the returned device. The device was found to fail flow specifications due to a build-up of tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. There were signs of tissue debris within the clear suction tube, this would indicate the suction was working at the beginning of the procedure and the blockage is tissue related. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A DHR review has been performed for lot u2204101; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for (B)(4). It was reported by a healthcare professional in france that during an unknown surgery on (B)(6) 2022, it was observed that the vapr tripolar90 suction electrode devices was clogged. Changed to another one but had the same issue. Another like device was used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.